Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site and was not able to be analyzed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the reported events were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: there are numerous potential reasons for device pressure issues leading to rotational speed issues, such as connection issues between the advancer and console, air pressure issues, air hose damages, etc., but a potential cause among these cannot be established using the information available. Therefore, the reported pressure and speed issue could not be confirmed, and a potential root cause was not able to be determined. Based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established.

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.